Event description:
The low flow alarms were believed to be caused by dehydration.

Manufacturer narrative:
B1: corrected. B2: corrected. Previously reported mural thrombus MFR# 2916596-2023-01682. Previously reported location of mural thrombus within outflow graft MFR# 2916596-2023-01682. Manufacturer's investigation conclusion: review of the account¿s submitted image could not confirm the reported thrombus within the outflow graft, and no product was available for evaluation. Furthermore, review of the submitted log file confirmed low flow events, which the account attributed to dehydration. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6) , and the reported dehydration could not be conclusively determined through this evaluation. The submitted log file contained events from (B)(6) 2024. Several low flow hazards were captured on (B)(6) 2024. Of note, typical flow and power appeared to slightly increase over the duration of the file. No other notable events or alarms were captured, and the system appeared to be operating as intended at the stored patient speed. The account¿s submitted image shows a computed tomography (CT) scan of the patient¿s left ventricular assist device (lvad) from (B)(6) 2024. The outflow graft appears to show a slightly darker color within one half of the distal end of the graft. The outflow graft did not show any narrowing or deformation. Mural thrombus cannot be conclusively determined through the image alone. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) , with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including device thrombosis and hypovolemia, that may be associated with the use of the heartmate ii lvas. Section 1 also provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 6, ¿patient care and management¿, outlines the indications of thrombus and how to respond to such events. Information regarding recommended anticoagulation therapy is also provided in this section. This section also lists hypovolemia as a potential late postimplant complication. Section 7 of the IFU and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was later reported that a scan on 14jun2024 showed an appropriately positioned lvad, with patent distal graft extending from the pump device to the ascending thoracic aorta without stenosis. It showed minimal distal graft mural chronic thrombus without stenosis. The low flows were believed to be dehydration, they had not happened again since water intake was increased and resolved with improved hydration.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that trends were being monitored for potential extrinsic outflow graft obstruction. Log files were submitted for review. The log file captured intermittent low flow events on 15jun2024 at 6:45 & 15jun2024 at 13:12. It was noted that the patient was asymptomatic during the low flow events, and that he was likely dry. The patient's kidney function, lactate dehydrogenase, and blood pressure were stable. There did not appear to be any type of mcs equipment issues causing these events.